Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix got caught in the tricuspid annulus and became stuck. Fluoroscopy confirmed that the helix was exposed even though it was not retracted. The helix was removed by turning the lead body. Physican suspected that it might be a lead where the helix tends to protrude easily. The lead was never in service, and a new lead of the same model was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix got caught in the tricuspid annulus and became stuck. Fluoroscopy confirmed that the helix was exposed even though it was not retracted. The helix was removed by turning the lead body. Physician suspected that it might be a lead where the helix tends to protrude easily. The lead was never in service, and a new lead of the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.